Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval found the unit to be inoperable due to system error 105. This is consistent with the reported symptom of an unk alarm. The system error 105 was caused by a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a pump has an unk alarm. It was also reported that there was no pt injury.